Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms rust on the device. The device was manufactured in 2014. The device does not show any signs of usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. A quality hold was placed in an attempt to quarantine and re-inspect additional product for this failure mode. This issue has also been communicated to our management process for their consideration of further action. Some potential probable causes could be but no limited to manufacturing or packaging. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during intra-op while performing an open reduction internal fixation of distal end radius it was found out that screwdriver was already rusty. No delay reported. The surgical procedure was completed by using the original device because wasn't other suitable instrument to perform during the surgical procedure.